Event description:
Pt securely belted to operating room table and sedated with propofol. Table was being turned by ear nose and throat fellow w/ assistance of the anesthesia resident. As md pulled the head of the table, head portion disconnected from rest of table. Pt's neck hyperextended below the plane of the bed. Two mds caught the head. Neurosurgery was consulted and saw the patient in the operating room, a cervical collar was placed on the patient. Pt was sedated, neuro exam could not be completed, decision made to abort case. C spine films were negative. Pt without pain, c collar removed, discharged home at 0945. Surgery will be rescheduled. Biomed examined bed and found bed to be functioning as designed. Locking bolts had become loosened with time.